Event description:
On (B)(6) 2008, the pt stated that while changing the insulin cartridge of his infusion device, he reports he retracted the piston rod and inserted the new insulin cartridge. He stated the new insulin cartridge would not completely slide in. He reports he then removed the insulin cartridge and the plunger stuck to the piston rod. Pt states all of the insulin from the full insulin cartridge spilled into the chamber cartridge. He states he then ran through several primes to push the piston rod forward, so he could remove the plunger from the piston rod. Pt reports during this process, the infusion device displayed an e6 (mechanical error). The pt states he does not have the infusion device with him, so was unable to troubleshoot. Pt reports he has been on injection therapy since it happened. He states he has a backup infusion device but he recently moved and has not located it yet. Advised the pt to always turn the infusion device upside down and allow the insulin cartridge to slide out when removing an insulin cartridge from the infusion device to avoid the plunger sticking to the piston rod and insulin spilling into the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.